Manufacturer narrative:
No conclusion code available. Final analysis found the reported field event of premature battery depletion was confirmed in the laboratory. The device was tested on the bench and excess current drawn was noted on the hybrid. The source of the high current draw could not be determined but is believed to be due to an internal hybrid anomaly.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device was explanted and replaced due to premature battery depletion. The patient was asymptomatic prior to the event and stable post procedure.